Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set was damaged. The following information was provided by the initial reporter: novant health forsyth medical center has reported multiple failure events involving bd alaris IV pump infusion sets, product # 2420-0007, lot # 25073153. Team members report that the ext line secure connect tip is breaking off of the product. This appears to be an ongoing issue for multiple departments. Was there any patient harm, injury, complication or negative outcome that occurred as a result of this event? No harm came to any patients.

Manufacturer narrative:
73 unopened samples were returned for investigation. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The sets were primed and the connections were tested. No observation of the tip breaking off. The customer complaint was unable to be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.